Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that a code of 8286 (empty reservoir) was showing on the patient's personal therapy manager (ptm) programmer. The patient was due for a refill, the patient's last fill was sometime in (B)(6) 2018 and he was scheduled to have the pump filled about two weeks ago. No symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated his pump alarmed and he heard an emergency beep go off and so he called the healthcare provider¿s office and they said he needed to come in for a refill. This was on (B)(6) 2018. The hcp said the pump was out of medicine and they had to order medicine for monday. It was noted the patient was given medicine to help prevent vomiting when going through withdrawal. The patient heard his alarm last friday ((B)(6) 2018) and since he has had a refill and was fine. He was sick and stayed in bed all weekend and went through withdrawals. He also reported he had been a diabetic since before the pump was placed. The patient was receiving intrathecal morphine (unknown dose and concentration). No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient's last fill was (B)(6) 2017 and the refill date was (B)(6) 2018. The hcp was unable to reach the patient by phone until (B)(6) 2018. The hcp was unable to reach the patient to schedule refill until (B)(6) 2018, the patient was scheduled for (B)(6) 2018.